Event description:
During arthroscopic shoulder surgery an electrocautery device was being used. The device is a single-use disposable acromioplasty electrode manufactured by linvatec. The tip of the device broke off during use and was not recoverable. A post-op x-ray revealed the retained object. In another case where the tip also broke off it was recovered. Surgical svs contacted the rep from linvatec and made them aware of the problem with the tip breaking. Due to the recurrence of the tip breaking off in two separate pts all stock is suspended from use awaiting further disposition. Stock removed from serviceability. Quantity, lot number: 6 00208172, 4 00192529, 4 00203362 and 1 00167437. Complaint was submitted as a type 1 and is being evaluated.